Event description:
The customer reported that during a wertheim (radical abdominal hysterectomy) procedure, the device jaws could not be re-opened while applied to tissue. The surgeon removed the device manually with no patient injury. The surgeon opened another device and successfully completed the procedure. The device was returned for evaluation with the knife blade exposed.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2012. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.